Event description:
Additional programming history was received from the physician. Review of the programming history shows no record of high impedance. The only anomaly observed in the programming history was a faulted system diagnostics test. A manufacturer representative present at the site believes the physician may have misinterpreted the message received for the faulted diagnostics test. The faulted diagnostics test did not result in any changes to the intended settings. No further issues have been reported.

Event description:
It was reported that the patient's vns showed a high impedance message following programming of the patient's generator from 1ma to 1.25ma. The physician had not run vns diagnostics yet. Diagnostics were performed on the patient's generator later that day which indicated normal results. Diagnostics were performed multiple times with the patient's neck extended in multiple directions to evaluate for a positional lead break however all impedance values were normal. The patient was not experiencing clinical symptoms and patient indicated that they had been able to feel stimulation on the day prior to the office visit. The patient did not know if any trauma or manipulation to the vns had occurred. Attempts for further information are in progress.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history. Initial report inadvertently did not indicate 30-day.